Event description:
Nc trek coronary dilation catheter was being used during a percutaneous coronary intervention to treat the proximal and mid circumflex vessel with bare metal stents. During the procedure the dilation catheter was inflated with md-76 radiopaque medium for 5 seconds at 16 atm 5 times. It was discovered after dilation that the tip of the catheter had ruptured and part of end of balloon was missing. The portion of the balloon could not be located and it was uncertain if it had been retained inside the patient. Proceduralist assessed that left "main" and the "rest of coronary anatomy" appeared without any related problems. Patient was monitored and discharged home without any complications.